Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) showed high, out of range shock impedances. The ICD also delivered inappropriate shocks at various episodes due to atrial fibrillation with rapid ventricular response. There were issues for shock delivery due to the rv lead impedances. The ICD eventually reversed polarity. The ICD has been explanted at this time and the rv lead surgically abandoned. A new rv lead and cardiac resynchronization therapy defibrillator were implanted at the same surgical intervention. A non bsc lead was attempted to be implanted at the new procedure without success. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) showed high, out of range shock impedances. The ICD also delivered inappropriate shocks at various episodes due to atrial fibrillation with rapid ventricular response. There were issues for shock delivery due to the rv lead impedances. The ICD eventually reversed polarity. The rv lead and the ICD remain in service. No additional adverse patient effects were reported.